Manufacturer narrative:
The investigation of infection/sepsis has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
It was reported that while implanted with an impella 5.5, the patient developed a fever of 101.7 degrees fahrenheit. All culture results were negative. The patient survived the event.

Event description:
The complainant also reported that during support some position unknown alarms occurred at the time of walking or coughing, however the alarms resolved immediately.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The root cause of the optical signal issue was not determined since product was not returned, data logs were not recovered, and there were insufficient clinical details. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B5 updated to include optical signal issue description. H6 updated to include optical signal coding. Corrections that were made from the initial. Manufacturer device report number 1220648-2025-27926. D10 concomitant medical products and therapy dates updated.